Event description:
The pt's family member called lifescan and alleged that the pt's meter was reading inaccurately high. Medical affairs spoke to the pt's family member and obtained/verified the following info. A few weeks ago, the pt tested their blood glucose in the evening. They obtained a result of 198 mg/dl. They had no symptoms at the time of the result. Based on the result they took 2 units of regular insulin. Approx 5 minutes later, they began to sweat and their speech was slurred, they then passed out. The paramedics were called and arrived about 10 minutes later. The paramedics tested them and obtained a result of 7 mg/dl. They gave them glucose and retested and obtained a result of 23 mg/dl. The pt responded to the glucose and was not taken to the hosp. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed a control solution test, which passed. Based on the info provided, there is no evidence of a meter malfunction, however, the pt's meter reading of 198 mg/dl does not match the clinical picture. There is sufficient evidence to show the meter reading led to a serious injury. A replacement meter is being sent to the pt.